Event description:
A peritoneal dialysis pt received a heater bag alarm during fill 4, and when he opened the cassette door, there was fluid leaking out. There is no report of pt ill effect. There is no sample available for eval.